Manufacturer narrative:
The customer's cobas® liat® system was returned for evaluation and repair. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. Corrected information in section g to capture manufacturing site details. (B)(4).

Manufacturer narrative:
The investigation is on-going. A follow-up report will be submitted once conclusions are available. (B)(4).

Event description:
A customer in (B)(6) questioned the result for four patient samples when using the cobas liat sars-cov-2/flu test on the cobas liat system (scfa). One patient generated positive results for 2 targets (sars-cov-2 and flu b). A second patient generated positive results for flu b. A third patient generated positive results for flu a. A fourth patient generated positive results for 2 targets (sars-cov-2 and flu a). The customer questioned the sars results because 2 targets were positive. All of these patient samples were retested using cobas influenza a/b & rsv nucleic acid test for use on the cobas liat system (frta) assay and resulted in negative results. Patient 1's sars result confirmed negative using sars-cov-2 qiasymphony. Patient 4's sars result confirmed negative using sars-cov-2 starlet. The results (positive and negative) were reported out. No harm was indicated. A separate MDR will be filed (4 total) for each test reported out.